Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this cardiac resynchronization therapy defibrillator (crt-d) there was lead insertion difficulty with leads from another manufacturer. Boston scientific technical services discussed troubleshooting and suggested using mineral oil, checking the set screws, and burping the header. The leads were able to be inserted and this device remains in service. No adverse patient effects were reported.